Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that issue with flexibility of PICC, after placement in the patient, kinking of the catheter occurred. No harm to patient. It was reported this occurred with 6 devices. This report addresses all 6 devices.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of bent guidewires is confirmed; however, the exact cause is unknown. One photograph of a powerpicc catheter and one photograph of guidewires were returned for evaluation. An initial visual observation of the photograph of the powerpicc catheter showed a bend in the catheter. Blood use residues were observed in the returned photograph of the powerpicc catheter. The bend appeared to be caused by a guidewire or stylet inside the catheter shaft. The returned photograph of guidewires showed some use residues in the returned photograph. The distal ends of each guidewire appeared bent. No significant kinking was observed along the distal ends of the guidewires in the returned photograph. Because no additional details of the bends in the guidewires could be observed in the returned guidewires, the root cause of the bends could not be determined. This complaint will be recorded for future trending and monitoring purposes.